Manufacturer narrative:
(B)(4).

Event description:
A confirmed critical alarm due to a motor stall had occurred. The pt experienced an underdose and feeling ill. It was unk if the symptoms were underdose/ withdrawal or if the pt got ill from food. The pt was being treated with oral medications. At the time of the event, the pt was traveling in (B)(6). The pump was used to deliver dilaudid and bupivicaine. Additional info has been requested. A follow-up report will be sent if additional info becomes available.